Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 400 and 500 mg/dl mg/dl. The customer reported that insulin pump had insulin flow blocked alarm during basal. Customer declined troubleshoot for high blood level. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited and customer reports event was resolved by changing complete set. The product was returned for analysis.